Event description:
I was wearing a mask so I could attend my daughters dance competition and after about 20 minutes with a mask on I began experiencing lightheadedness, dizziness and nausea, followed by a headache. FDA safety report ID # (B)(4).